Manufacturer narrative:
"Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred as the device calculated an over-delivery of nitric oxide for 12 consecutive seconds. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, the device's proportional valve was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use."

Event description:
A customer located in the united states contacted mallinckrodt on 05-may-2021 to report they experienced a delivery failure alarm with their inomax dsir plus device while a patient was receiving treatment. The device operator activated the integrated back-up switch on the inomax dsir plus device to maintain the patient's treatment and subsequently transferred the patient to a back-up inomax dsir device. There was no reported patient harm as a result of the event and the device was returned to mallinckrodt for investigation. During a routine service log review of the returned device, a mallinckrodt employee discovered that a delivery failure alarm had occurred due to a calculated over-delivery of nitric oxide gas. This service log finding meets the criteria of a reportable malfunction.